Event description:
It was reported that the patients ipg stopped working. The patient underwent an explant procedure. The explanted ipg and lead were not returned.

Manufacturer narrative:
Exact date unknown, event occurred a couple of years ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8120-70, serial: (B)(4), batch: (B)(4).